Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left knee was revised. A #3 9mm triathlon x3 ts insert was implanted.